Manufacturer narrative:
Concomitant medical products: sdr303b ipg, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.